Manufacturer narrative:
Age of device: 6 months, 28 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient had an ischemic stroke on (B)(6) 2018. Patient had symptoms that included weakness in hand and slurred speech. A CT scan was performed but nothing unusual was found. It was reported that symptoms improved and patient remained in the hospital. Additional information was requested but not yet provided.

Event description:
Additional information: it was reported that a CT scan was performed on (B)(6) 2018 and report findings indicated generalized atrophic changes were present. Periventricular white matter changes were consistent with chronic small vessel ischemic demyelinization. There was a small lacunar infarct in the right thalamus. There was no acute intracranial hemorrhage, mass effect or midline shift. No abnormal extra-axial fluid collection. The ventricular system and cisternal spaces are symmetric. The gray-white matter differentiation was preserved. No gross calvarial abnormality. There was opacification of the left ethmoid air cells. The remaining visualized paranasal sinuses and mastoid air cells were clear. It was reported that symptoms have improved and patient remained in the hospital. No further information was provided. No gross calvarial abnormality. There was opacification of the left ethmoid air cells. The remaining visualized paranasal sinuses and mastoid air cells were clear. A CT angiogram was performed on (B)(6) 2018 but no evidence of significant stenosis or occlusion of the arteries of the head and neck was found. Patient was on warfarin with inr 2.46 on (B)(6) 2018, 2.33 on (B)(6) 2018 and 2.55 on (B)(6) 2018. Patient was placed on aspirin at the time of discharge. Patient's plan of care included restarting and continuing of anticoagulation warfarin, and following up with heart failure physicians. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.